Event description:
Chair was being released from family transport vehicle clamps to disembark. During the process of stowing clamps, chair rolled backwards although brakes had reportedly been applied. Chair rolled out of vehicle and fell off the ramp to the left, the client and chair fell from height and resulted in client sustaining numerous injuries. The location of accident is not known, neither is the terrain or angle of the vehicle and ramp at time of accident. Patient was taken to a&e in plymouth with injuries and spent overnight in hospital. Patient sustained concussion, injuries including bruising and grazing to all bony prominences to left.

Manufacturer narrative:
The circumstances cannot be verified. Tests carried out on the discovery tmax subject to the complaint show that the brakes fulfill the requirements of standards en 12183 & iso 7176-3 (sloped surface with 10 degree incline). The load during the test exceeded the reported user weight by approx. 60%. Possible causes for the reported fault include improper setting of the brakes or that the incline was greater than the permissible 10 degrees.